Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: when removing the trilumen catheter, blood leakage is observed, so the lumen is immediately clamped. Observed detachment of the white proximal port of the transparent lumen. The doctor is informed who decides to remove it and implant a new one. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: when removing the trilumen catheter, blood leakage is observed, so the lumen is immediately clamped. Observed detachment of the white proximal port of the transparent lumen. The doctor is informed who decides to remove it and implant a new one. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.